Event description:
During a follow-up, increased capture threshold and decreased sensing were observed on the left ventricular (lv) lead. The patient reported experiencing fatigue and low heart rate. An x-ray was performed and dislodgement of the lv lead was confirmed. The suspected cause of the dislodgement was patient movement. The lv lead was explanted and replaced to resolved the event. The patient was stable.